Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly."

Event description:
A bipap a30 device was returned to a third-party service center. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During evaluation of the device, the service technician noted from the device data that the device cannot operate after three starts (error code 88). Error code 88 is a ventilator inoperative code, and although the service manual recommends that the either the motor and/or pca be replaced, the repair evaluation does not specify which component needs to be replaced to fix the named error. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The service technician also noted dust contamination. The device was scrapped by the service center after the evaluation was completed.